Event description:
It was reported when using the bd¿ pre-filled normal saline syringe there was difficult plunger movement. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the plunger is stiff."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 1131006. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five syringes were returned for evaluation by our quality engineer team. The syringes arrived at the investigation plant after decontamination and therefore the syringes had no remaining saline or tip caps. After inspecting the samples, incorrect silicone distribution was found. Unfortunately, it is not possible to determine if the incorrect silicone distribution is due to a production incident or from the sample decontamination process. However, the maintenance and manufacturing records revealed no documented issues with incorrect silicone distribution. If this issue resulted during the manufacturing process, it most likely originated at the silicone distribution filler machine, but an exact circumstance could not be determined. This is a very unusual incident. Plunger movement is inspected and the filler station and at the plunger assembly station; therefore, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time.

Event description:
It was reported when using the bd¿ pre-filled normal saline syringe there was difficult plunger movement. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the plunger is stiff."